Manufacturer narrative:
H10/11: device evaluation: the explanted device was sent to geprovas institute for investigation. The device evaluation showed the following: explant scientist observations based on level 1 report (gross): the device measured 100 mm in length. The ablumen has multifocal foci of thin to thick white to light tan/yellow tissue on its surface. The stent frame was clearly visible and constraint sleeve remained attached. The lumen had a thin layer of light tan tissue. The proximal extremity diameter measured approximately 30 mm. The distal extremity appeared narrowed, reported to measure 20 mm in diameter, with the flanged apices facing towards the lumen. Covering the apices was white to tan tissue which extended into the luminal space leaving a luminal opening reported to measure 19 mm x 9 mm. CT scan of the device was provided depicting both the narrowing and radiopaque material at the distal end of the device. The graft remained patent. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. All measurements are as reported by geprovas. Explant scientist observations (radiographs and post digest): radiographs indicate the presence of calcification scattered along the graft and concentrated mildly at the proximal end and more heavily evident at the distal end. The luminally facing distal apices with narrowed diameter was evident within the radiograph images. No wire discontinuities were noted. Post digest analysis was performed in-person. Geprovas explant technician removed large plaques of presumed calcium from the abluminal surface prior to this analysis. Minimal scattered plaques of hard, firmly adhered, light yellow deposits (presumed calcium) were present on the abluminal surface, constrain sleeve and the luminal openings at both ends. The distal aspect of the device returned to its anticipated open configuration with outward facing apical flanges. Some mild tape disruption was noted near the proximal end and two of the proximal apices were uncovered by graft material. Material disruptions (tape and freed apices) were mild in nature and consistent with material wear in vivo. Based on the explant scientist¿s review of the geprovas report and article, in conjunction with the conclusion of the geprovas investigators, no additional analysis is requested. Discussed stenosis hypothesis with geprovas: distal oversizing (>20%) resulting in lack of vessel apposition (i.e., distal apices extending into luminal space and distal device nominally expanded). Persistent turbulence at the distal aspect leading to organized thrombus formation and ultimately mineralization.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented on (B)(6) 2009 with a traumatic aortic isthmus rupture that was treated with the implantation of a conformable gore® tag® thoracic endoprosthesis (tag). It was mentioned that the patient was treated for hypertension. It was stated that on (B)(6) 2021, the endoprosthesis was explanted due to stenosis of the distal area of the device caused by internal calcification.